Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock therapy and presented to the hospital. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited noise over-sensing resulting in the inappropriate therapy. The noise was reproducible via physical manipulation testing. On (B)(6) 2019, the lead was capped and replaced. The patient was reported to be in stable condition.